Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged visualization of black particles in hose/mask. There was no report of patient harm/injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of black particles in hose/mask. There was no report of patient harm/injury. The device was returned to an authorized service center for evaluation. The device was visually inspected. The service center found evidence of dust/dirt contamination. The device's downloaded event log was reviewed by the manufacturer and found e-53, e- 130 and e-200 on the error log. There was no evidence of sound abatement foam degradation. The device passed all final test. In this report, section d8, g3, h6 have been updated.